Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 0 std - ref (B)(4)/lot 121989 (40 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Sixteen stems belonging to this lot have been already implanted and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related.